Event description:
This lead was capped and replaced due to high threshold readings. There were no adverse events reported for the patient. Should additional information be received, this filed will be updated.